Manufacturer narrative:
H6- health effect clinical code 4581- significant reduction of irido-corneal angles and angle closure. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -6.0/+0.5/094 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. Angle closure with elevated iop and significant reduction of irido-corneal angles were also noted. The exchange resolved the problem. Cause of event reported as unknown.